Event description:
During set-up of the device prior to use on a pt, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to treat the pt and there was no pt involvement in the reported malfunction.